Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.7, lab: 3.0. Date: (B)(6) 2012, 1.9, 5.0. Facility has about 6 meters. Facility ran meter to meter correlation on a non coumadin person; both resulted in resulted=0.9. Multiple operators, however, same operator tested the pt 2 times. Customer unable to provided strip lot number, pt info, and/or technique.

Manufacturer narrative:
Accuracy analysis of reported inratio results discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.7, ref: 3.0, mean: 2.35, confidence limits: 1.4-3.1, result: fail. Date: (B)(6) 2012, 1.9, 5.0, 3.45, 2.0-5.0, fail. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. No strip lot info provided. No product associated with the complaint is expected for return. No further investigation is possible. Conclusion: analysis of the client's data from inratio and ref tests revealed that one of the two test result comparisons did not meet accuracy criteria. No product was expected to be returned and a lot number was not provided. Unable to pursue further investigation without add'l info. Root cause could not be determined from the info provided by the customer. The issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.